Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2020. Mwr- (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted the mesh had migrated and there were multiple loops of the small bowel adherent to the undersurface of the mesh. He lysed tbhe adhesions and repaired the hernia. The old mesh was noted to be in a clump and it was excised and removed. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted he lysed multiple loops of the small bowel off the mesh. He noted a knuckle of small bowel with a ring of adhesions encircling the bowel, which was consistent with the area of obstruction. The mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/4/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 09/15/2022.